Event description:
On 06/18/07, a call was received notifying the company that a second surgery had been performed in 2007, to remove a metal fragment from within the surgical site of a pt who had undergone a labral repair using a minimagum bone anchor. The initial surgery had been performed in 2006. Subsequent to the initial surgery (date not known), pt presented with pain. Surgeon took an x-ray of the surgical site and noted a presence of a metal fragment that appeared to be one of the wings of the bone anchor.

Manufacturer narrative:
The distributor returned the explanted metal fragment. Based on the shape and size of the fragment, it was confirmed to be one of the wings or a minimagnum anchor. It could not be determined how or when the wing dislodged from the bone, or separated from the anchor. Product complaint history for this type of defect was reviewed. No other incidents of wing breakage have been reported. MDR faxed to FDA 07/19/07.